Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+2.5/103 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise, the lens had a low vault and had rotated. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced with a longer lens on (B)(6) 2022. The exchange was performed successfully. Claim # (B)(4).